Event description:
It was reported that the ortholock ex-pin 3x110 broke upon insertion into the tibia during a procedure. The broken fragment was removed from the patient's bone. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The reported event was unable to be confirmed as the customer will not be returning the device for evaluation.